Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt is needing MRI of lower back but pt had a fall in (B)(6) 2022. When pt fell, caller states the leads "broke"/"disconnected" and the scs no longer works. Caller noted stim was on when pt fell and she believes pt has not yet followed up with her healthcare provider (hcp) about the fall.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from pt to clarify MRI guidelines. Pt went for an MRI yesterday and they told thept they could not do an MRI because pt's 'wires were broken'. Pt rep called (B)(6) and left a vm yesterday. (B)(6) called back this morning and told them pt could have an MRI and told them pt's wires migrated. Pt rep was not sure what their wife/pt told the MRI tech. It appeared MRI tech thought the leads were disconnected. Pt rep reported pt had a fall in (B)(6) 2021. Pt went to hcp in january. Dr. (B)(6) did a fluoroscope and said the wires had migrated. Pt then had an MRI on (B)(6). After the MRI hcp reviewed the options to either reconnect the wires, or take the wires out and put a single paddle. Reviewed MRI guidelines. Pt rep said pt turned off therapy a few months ago because the wires had migrated and it had not been doing a thing. Yesterday pt tried using the controller and it showed no device found. Reviewed to charge the ins and then go into MRI mode.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.